Manufacturer narrative:
The reported event of communication errors/ failure to power up file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
During a site visit by bd representatives, biomed reported a generalized complaint of communication errors and or devices failed to power up occurring in the step down unit.